Event description:
It was reported that a patient with decompensated heart failure and a history of heart transplantation in 2019 was in need of urgent intra-aortic balloon (iab) therapy. The iab was inserted without improvement in blood pressure. The console generated a gas loss in iab circuit alarm and blood was seen entering the iab catheter. The iab was removed and replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.